Manufacturer narrative:
(B)(4). Device was not returned. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the heavily tortuous, mildly calcified, 90% stenosed, mid left anterior descending (lad) artery, the 3.5 x 28 mm xience prime stent was deployed at 18 atmosphere. Reportedly, under fluoroscopy, the stent expanded; however, when the stent delivery system (sds) was removed from the anatomy the stent implant remained on the balloon. The procedure was completed using balloon angioplasty. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.